Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported a loss of therapeutic benefit. Caller stated that they had the device implanted to help with urinary retention and starting approximately 28th of march, it was not helping anymore. Caller stated they had to go to the emergency room because they were retaining urine. A foley catheter was placed, and they were given an antispasmodic medication. Caller stated that they had to self catheterize and they had about 750 cc's of urine. Caller stated they think the device was malfunctioning. Caller said that they tried to increase the stimulation to help their symptoms, but it was too strong and they were feeling a shocking sensation. Caller also stated that the higher they went with the intensity, the more it shocked their vaginal area. Agent asked caller if they tried anything else prior to calling to address this issue; caller stated they tried changing the intensity and changing the programs (confirmed they tried all 7 programs) but that did not help. Agent asked if there were any falls/traumas/medical procedur es/change in implant pocket site that they think would be related to the issue. Caller stated none- only a CT scan that was done. Caller stated currently the stimulation was turned on, 2.0 and was comfortable. The patient was redirected to their healthcare provider to further address the issue. Caller has an appointment with healthcare provider on april 17th.